Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent vaginal prolapse and a rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 in order to treat recurrent vaginal prolapse and a rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of an abdominal sacral colpopexy performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, recurrence and bleeding and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/31/2017 additional information: additional patient codes: (B)(4)-blood loss additional narrative: it was reported that the patient underwent revision of vaginal cuff on (B)(6) 2009 by dr. (B)(6) md due to exposed surgical mesh and vaginal bleeding granulation tissue.